Event description:
Correction: the correct patient identifier is (B)(6) as previously reported. Per the clinic the device was explanted on (B)(6) 2025. The patient was re-implanted with another cochlear device during the same surgery.

Event description:
Per the clinic, the patient experienced pain in ear, performance decrement and 2 short circuit electrodes on e11 and e13. The patient also reported that the sound has faded out. Reprogramming attempts were made; however, the issue could not be resolved. There are plans to explant the device and to reimplant the patient with a new device; however, it is unknown if it has occurred as of the date of this report.